Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump did alarm with message displayed on screen "motor locked". The pump was connected to a patient when the error/event occurred. A continuous infusion rate of 3 ml/hour had been programmed, with a total reservoir volume of 138 ml and given approximately 35 ml infused (103 ml pulled from pump and tubing after malfunction). The air detector and upstream sensor had been turned off. The length of infusion had been set to 46 hours and lock level was ll2. A cstd was used to fill the cassette. Cstd manufacturer: bbraun. The pump was used to prime the extension tubing. The patient was not medically affected. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.